Manufacturer narrative:
Summary of evaluation: the metallurgical analysis results suggest that this event would not be associated with the device. However, there is not enough info in the product complaint report to determine the cause for the fracture of the returned alta 8 hole channel plate in fatigue.

Event description:
The plate was revised due to a fracture at the junction of the 95 degree side plate.